Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# (B)(4), product type: catheter. Analysis of the pump identified corrosion and/or wear and/or lubrication of the gear train and a stall due to shaft bearing. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine [25mg/ml] at a rate of 9.869mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and a type of chronic/intractable pain specific to the trunk or limbs. It was reported that the patient was admitted to a medical center with complaints of nausea, vomiting, and abdominal pain. The patient felt ill, and it was considered a sudden change in therapy/symptoms. On (B)(6) 2016, the nursing staff heard an audible alarm coming from the pump and notified the physician. The pump was interrogated and the logs showed that a motor stall that occurred on (B)(6) 2016 and a "stopped pump period may exceed tube set" message. There were no known environmental, external, or patient factors that might have led or contributed to the issue; it was noted that the patient had not recently had an MRI. No diagnostic testing had been done, though reprogramming was performed to bolus the patient and silence the alarm. At the time of report, there was no patient injury. The patient was discharged from the hospital on (B)(6) 2016 on oral morphine (15mg twice per day). The cause of the motor stall had not been determined. A pump replacement was scheduled for (B)(6) 2016.

Manufacturer narrative:
Evaluation conclusion code no longer applies. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was receivedfrom a healthcare provider on (B)(6) 2016. It was reported that since the catheter was not aspirated at pump replacement, the catheter volume of 0.196ml had 25mg/ml previous pump medication infusing for 33 days at minimum rate. On (B)(6) 2016, the pump was refilled with 10mg/ml, and on (B)(6) 2016, the dose was planned to be changed to 0.48mg per day on simple continuous mode for 6 days. No priming occurred, as the hcp wanted to be "most conservative." On (B)(6) 2016, a manufacturer representative further reported that the cause of the volume discrepancy was stated to be the motor stall. After pump replacement, the catheter was left alone because the hcp could not aspirate it, and a back table prime was performed instead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code no longer applies.

Event description:
Additional information was provided by a manufacturer's representative. It was reported that the pump was replaced on (B)(6) 2016. It was reported that they were unable to aspirate the catheter of the morphine 25mg/ml and left the sterile water in the new pump reservoir. The pump logs indicated a reservoir volume of 9.9 ml, and it was noted that 16ml of drug was obtained. It was noted that "normal saline at replacement, (B)(6) 2016" had been written on the logs. It was stated that the new pump was programmed to the minimum rate mode, and on (B)(6) 2016 the patient is scheduled to have the new pump filled with morphine 10 m/ml and the daily dose will be basically cut in half due to the patient being without intrathecal drugs since (B)(6) 2016 due the motor stall. It was stated that the actual new daily dose had yet to be decided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.